Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with soreness in the shoulder area after an unrelated fall. Upon interrogation, the right ventricular lead exhibited loss of capture, no sensing, and increased impedance. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout.